Event description:
It was reported that the user experienced insulin leakage at the connector during a cartridge and tubing change and was unable to progress past the fill tubing screen until confirming visible drops, after which normal operation resumed. Customer care provided remote troubleshooting and user education on the correct connection sequence. Investigation of this case revealed that leakage was likely related to connection technique or a faulty disposable component, as the issue improved after proper sequencing was reviewed and replacement of supplies was advised if leakage persisted. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. It was concluded, based on previously established findings for similar reports, that user technique or defective disposables were the probable causes.